Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance when a 200 joule self test was being performed, the device made a popping noise and displayed error message code "error 70" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.